Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, at the end of the procedure when advancing the knot with tension to the rail suture to adjust the knot, it was noticed that the knot was not formed and appeared to have unraveled. Two additional proglide devices were attempted with the same results. Hemostasis was achieved using another proglide device from a different lot. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances/ exceptions that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The exact date of occurence is unknown. The estimated date was entered as (B)(6) 2015. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR numbers.